Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-03631. It was reported that the patient experienced a driveline power fault alarm. Log file analysis showed driveline power faults. There were also low flow events with high pulsatility index readings. Modular cable and controller were exchanged. Driveline fault alarms resolved after exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the submitted log file (97130827). The log file contained approximately 1 day of data (12jul2020 ¿ 13jul2020 per the timestamp). A driveline power fault alarm activated on 13jul2020 at 5:28:47 due to the current sense on line b dropping below the threshold amperage. The alarm remained active for the remainder of the log file. No other notable alarms were active in the log file. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The pump maintained a speed above the low speed limit throughout the log file. The system controller and modular cable were exchanged to resolve the reported alarm. An additional log file (97131025) was submitted for review after exchanging the controller and modular cable. The additional log file contained approximately 2 minutes of data. The driveline power fault alarm was not active in the additional log file; the alarm appears to have been resolved. Additional information provided stated that the system controller and modular cable would not be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Hsc-066084 was shipped to the customer on 17dec2018. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault and backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.